Manufacturer narrative:
Date of report 14jun2019. Date rec'd by MFR: 13may2019. During the periodic maintenance a "check vent: battery failed" occurred at a service center, so the lithium-ion battery was replaced. The unit was checked overall, cleaned and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. International repair technician confirmed the power led was turned off, so the power switch overlay was replaced.

Event description:
It was discovered during periodic maintenance that the led was faulty. The ventilator was not in use on a patient at the time of the event occurred.